Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a ladg, a tear drop-shaped clip was formed from the fifth or sixth firing. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p93583. Device analysis: the analysis results found that the er320 device was returned with no damage in the external components. In addition, the (B)(4) was returned along with the instrument and a second (B)(4) from another device. In an attempt to replicate the reported incident, the instrument was cycled and no clips were fed into the jaws even though the device was being actuated in several occasions. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe was found to be jammed causing the feeding issue. In addition, 14 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The batch/lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.